Manufacturer narrative:
Product analysis #(B)(4): failure investigation performed by (B)(6) from (B)(6) 2017: one newport ht50 ventilator was received in fi. The reported symptom was verified. When disconnected from ac, the unit did not alarm after powering down. The customer panel board assembly (p/n: v11-71000-65, s/n: (B)(4)) was replaced with a known-good fi test panel board. After the replacement, the unit alarmed after powering down, even when disconnected from ac. The super capacitor c2 of the customer board was replaced with a known-good super capacitor. Replacing the super capacitor rectified the reported symptom. The root cause of the reported symptom was that super capacitor c2 was defective. Since this was a MDR investigation, the panel board assembly was retained for further analysis if deemed necessary.

Event description:
It was reported that during maintenance the ht50 did not audibly alarm after shutting down on battery power. There was no patient involvement at the time of the reported condition. Moving unit to failure investigation.